Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vein of the distal phlebotomy. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres, the balloon ruptured. The device was successfully removed with no damage observed. The procedure was completed using a different model. No complications were reported, and the patient status was good. The device was discarded.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vein of the distal phlebotomy. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres, the balloon ruptured. The device was successfully removed with no damage observed. The procedure was completed using a different model. No complications were reported, and the patient status was good. It was further reported that the balloon was inflated for 30 seconds before it ruptured.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.